Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator . (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd) and movement disorders. It was reported that the patient was in the ER for unrelated trauma and other issues. The hcp wanted to know how to turn the implantable neurostimulator (ins) off because the patient did not have their patient programmer or implantable neurological stimulator recharger (insr) with them. Follow-up revealed that the patient was in the ER because the patient was an unrestrained driver in an unrelated motor vehicle crash. The patient struck their head against the windshield causing the glass to break. Additionally, the patient had psychotic behavior upon waking from an unrelated coma (caused by the mvc) which resolved when dbs was turned off. When the patient's stimulation was turned on days later, the psychotic behavior could not be reproduced. If additional information is received, a follow-up report will be submitted.